Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The sample was received with plastic foreign matter in the fluid path therefore failure mode is verified. Plastic piece appears to be the broken rib of a plunger rod. A jam likely occurred on the assembly machine which led to the plastic piece falling into a barrel during the assembly of the barrel to the plunger rod. If there is any misalignment in the assembly of the plunger rod to the barrel, the plunger rod could potentially jam and break apart. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8165919 for the same defect or symptom. No related defects or qns were recorded in the DHR.

Event description:
It was reported that plastic was noticed in the bd¿ syringe with bd luer-lok¿ tip while drawing up medication. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic was noticed in the bd¿ syringe with bd luer-lok¿ tip while drawing up medication. There was no report of exposure, injury, or medical intervention.